Event description:
Pt went to the or for irrigation and debridement of vad pocket. During that operation a disconnection of the bed relief. Connector was found, reapproximated and secured with umbilical tape.